Manufacturer narrative:
Sn #: (B)(6), item number and full description: 0101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng. Sn #: (B)(6), item number and full description: 101-05-04 - drill bit 1 pk 4.5mm dia x 50mm lng. Sn #: (B)(6), item number and full description: 120-65-25 - bone screw 6.5mm dia x 25mm long. Sn #: (B)(6), item number and full description: 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups. Sn #: (B)(6), item number and full description: 162-00-03 - neck preserving stem, std offset plasma sz 3. Sn #: (B)(6), item number and full description: 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. Sn #: (B)(6), item number and full description: 186-01-54 - integrip cc, cluster 54mm, g2. Sn #: (B)(6), item number and full description: 203-96-43 - 11-4137 sryker sys 6 90x13x1.19. The product associated with the reported event is within the scope of recall z-1729-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4). It was reported via legal documentation that approximately 113 months after a left total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: component code. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.